Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3004608878-2022-00167 3004608878-2022-00169a facility reported that the mayfield infinity skull clamp (a1114) slipped on a patient. The device was in contact with the patient; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement. However, when the unit is properly positioned and put under pressure, it will function properly. Unit needs heli-coils added to the large starburst threads. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. The unit passed all specific functionality testing. Probable root cause is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.